Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection of the returned device was performed. A review of drawings, instructions for use, and quality control data was also conducted. One device was returned for investigation. The device was returned with the stylet protruding through the tip of the balloon catheter with 4 mm of the stylet visible. A visual examination noted the stylet is bent 3 cm from distal tip and again 6 cm from the distal tip. The stylet is bowed in two locations; one starting at 15 cm from the distal tip and extending to 21 cm and the other starting at 24 cm and extending to 41 cm. The stylet was removed from the balloon catheter and repositioned correctly per the instructions for use (IFU). This device is shipped with instructions for use (IFU), which states the proper warnings, precautions, and instructions for use. Loosen the fitting on the proximal hub of the stylet and adjust the wire so that the distal tip of the stylet is even with the distal tip of the cervical ripening balloon. Tighten the fitting so that the wire does not move during manipulation and seat the adjustable handle firmly into the blue port labeled ¿s¿. Use the cervical ripening balloon with stylet to traverse cervix if necessary. Once the cervix has been traversed and the uterine balloon is above the level of the internal uterine opening (internal os), remove the stylet before further advancing the catheter. The stylet should only be used to traverse the tip of the catheter through the cervix and should be removed as soon as the uterine balloon is above the level of the internal uterine opening (internal os) prior to full insertion of the catheter. Aggressive insertion may result in injury to the baby. There is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device history record could not be reviewed as the device lot number was not provided. A review of complaint history for the complaint device lot was also not able to be conducted without the complaint device lot information. The complaint is confirmed based upon evaluation of the returned device. The root cause has been confirmed to be related to product use or handling. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints. The appropriate personnel have been notified of this event.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The area representative reported that the cook cervical ripening balloon w/stylet was inserted and when inflating the balloon, the patient felt a poke. The provider took it out and saw that the stylet had poked through. No harm to the patient. The nurse manager advises that she reviewed the insertion procedure and insertion video with the residents that shows that the stylet should be pushed all the way to the end (blue cap) and then locked into place. The blue cap is supposed to prevent the stylet from pushing through the end. The residents that were spoken with described the procedure as the video describes it. No unintended part of the device was left in the patient's body. The patient did not require any additional procedures due to this issue. There were no adverse effects to the patient as a result of this reported occurrence. The nurse manager at the facility indicated ¿there was no harm to the patient but from the sounds of it, this has happened more than once¿. The number of similar events was not provided. Manufacturer report #¿s 1820334-2017-03749 and 1820334-2017-03750 have been submitted to capture the allegation that there has been more than one similar event.